Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified that the battery pack had burst open inside of the sterile packaging. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
While a nurse was trying to open the package, they found that the product was scorched inside of the unopened sterile package. The battery case broke and a part like tip had popped out. No adverse events were reported as a result of this malfunction.